Manufacturer narrative:
(B)(4). After further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device had incorrect solution 2 alarm which occurred multiple times over the last two (2) months during compounding. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4) - additional narrative: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.